Manufacturer narrative:
The pt underwent a valve replacement surgical procedure and was on the mattress fir 6 hours. Upon completion of the procedure, a blister was noted on each buttocks. A sheet was covering the mattress. The pt was treated with silvadene and covered with a dressing. The mattress is designed with a single heating element with sensors positioned in two different locations. One is located in the shoulder area and the other is located in the sacral area. Each location represents areas of highest compression. Heat is monitored and controlled via these sensors. Alarms are built into the device and will shut down the heat should the temperature exceed acceptable levels. Given the single heating element, the device would not exceed temperatures in only one area. It is not known if pooled solutions under the pt may have been a contributing factor to the reported blisters. It is also not known if a positioning device was used that may have caused increased pressure to the buttocks area. At this time a root cause has not been determined.

Event description:
The pt developed two blisters after laying six hours on the mattress.